Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4). The camera was the component returned to medtronic for evaluation. The amber fault light was illuminated at power up. A check of the event log indicated a bump detected. After clearing the bump, the positioning sensor unit (psu) passed an accuracy test at .09 mm with a passing threshold of .25 mm. The psu was then fully functional. It was determined that there was an electrical failure with the camera. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the handle clip on the system was damaged. It was stated that this issue was due to continuous everyday use. There was no patient present when this issue was observed. A system component was later returned with no allegations of product deficiency, nor adverse events reported related to the device.